Manufacturer narrative:
09/13/2017 02:13 pm (gmt-4:00) added by (B)(6): the product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon therapy after insertion there was an ¿autofill fail ¿ alarm generated. Therapy was re-initiated however the alarm did reoccur. The iab was replaced for therapy to continue. There was no harm or injury to the patient.

Manufacturer narrative:
10/04/2017 (B)(4): the product was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter. The extender tubing and insertion components were also returned.the inner lumen was found to be occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, pressure and extender tubing was performed and two leaks were detected at the same location on the membrane approximately 22.4cm from the rear seal measuring 0.051cm in length. The reported alarm was most likely triggered by a leak which was found on the membrane. The penetrations found appear to have been caused by a sharp object. It is difficult to determine how or when the penetrations occurred. However leaks found at the similar locations of the membrane is an indication that the membrane was folded. This typically occurs during the insertion process. The evaluation confirmed the reported problem. We are unable to determine when this may have occurred. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4); record # (B)(4).

Event description:
It was reported that during intra-aortic balloon therapy after insertion there was an ¿autofill fail ¿ alarm generated. Therapy was re-initiated however the alarm did reoccur. The iab was replaced for therapy to continue. There was no harm or injury to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. We continue our efforts to follow up with the customer for its return. (B)(4).

Event description:
It was reported that during intra-aortic balloon therapy after insertion there was an ¿autofill fail ¿ alarm generated. Therapy was re-initiated however the alarm did reoccur. The iab was replaced for therapy to continue. There was no harm or injury to the patient.